Event description:
Customer contacted umano medical's representative to report a patient fall without injury. He mentioned that the bed exit monitoring system detection is not sensitive enough. There is a delay in the alarm for detection of the patient exiting the bed.